Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient slipped and fell in the bathroom and sustained a periprosthetic fracture. The implants were stable and left in place. A dall miles plate hook was added to repair the fracture.